Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® blood collection tube the glass tube broke during use. The following information was provided by the initial reporter. The customer stated: "the glass bottom of the lavender blood tube broke off."

Manufacturer narrative:
H6: investigation summary: bd did not receive samples or photos in support of this complaint, therefore, 25 retentions samples from the bd inventory were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode based on the investigation completed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® blood collection tube the glass tube broke during use. The following information was provided by the initial reporter. The customer stated: "the glass bottom of the lavender blood tube broke off."